Manufacturer narrative:
Results: the neuron max 088 distal tip appears to be damaged. There is a piece missing from the polymer at the distal tip.conclusion: the complaint has been evaluated and confirmed. The complaint indicates during the removal of the neuron from the packaging card a pop sound was heard. Once the device was completely removed and inspected, it was noticed that the distal tip was damaged. After additional investigation of previous devices with similar failures, and attempts to replicate the failure mode, it was discovered that the tips were being damaged when the devices were pulled from the packaging. To remove the catheter from the packaging, customers typically open the box, peel back the sterile envelope and grip the hub end of the device and pull. When removing the device in this manner, it was found that the packaging mandrel in the distal tip of the device can come loose from the packaging card and interact with the edge of the shipping tube, causing the tip of the catheter to become pinched between the inner wall of the shipping tube and the shipping mandrel. When the user continues to pull, the polymer of the catheter tip can eventually yield and tear before the device comes completely out of the packaging tube, causing the reported damage to the tip of the catheter. This issue occurs due to a failure of the sticker adhesive that is intended to hold the packaging mandrel securely in place. The affected devices contained stickers that were not sufficiently securing the mandrel in place during removal of the neuron max mp. This issue is being addressed under CAPA (B)(4).the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Prior to a case, and before patient had entered the room, a scrub tech noted resistance while removing penumbra neuron max from the packaging. A pop was heard as the neuron max was released. Upon immediate inspection, the catheter tip was noted to be damaged and a small piece remaining on the mandrel.